Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the analog board and a capacitor on the pace/defib (pd) engine board. The analog and pd engine boards were replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" and "pacer fault 122" messages. Complainant indicated that there was no patient involvement in the reported malfunction.